Manufacturer narrative:
Investigation details: ortho gtsc had collected analyzer log files, intellireports and error reports and analyzed these. It appears that at the time sample ID (B)(6) was on board the analyzer another sample (B)(6) was on the same sample rack#2. During the tests performed, the analyzer posted srd80 error codes (barcode not read) for samples tubes placed on positions 3 and 5 of sample rack#2. Manual assignment (sample barcode is manually assigned to a chosen position on a sample rack then put in the chosen position) of sample ID (B)(6) occurred once in position 3 and once in position 5 of sample rack#2. Eventually, this sample was moved to another sample rack and its barcode was automatically read by the analyzer barcode scanner. Based on the analysis performed, ortho gtsc stated it cannot be excluded that the sample tube was incorrectly assigned to an incorrect position on the sample rack. No further investigation was carried out into this incident. The potential assignable cause of the discordant abo blood group obtained by the customer for this patient is associated to a use error, a laboratory operator incorrectly assigning the sample tube to an incorrect position on the sample rack. In any case there was no evidence of any systematic failure of the ortho clinical diagnostics reagent and analyzer to perform as intended. In mitigation of the issue reported by the customer, ortho vision max swift biovue analyzer reference guide states in chapter 9 samples / assign to position: "danger: mismatched samples, reagents, or diluents may result in incorrect results. Remove the appropriate rack from the load station. Enter the sample ID, reagent ID, or diluent ID in the appropriate fields on the screen, as needed. Verify all sample, reagent, or diluent positions are correct through the software screen diagram before starting sample processing." No further complaints of this type have been received from the customer site since the time of the reported event.

Event description:
(B)(4) / ra612101 on (B)(6) 2025, a customer contacted a quidelortho (qo) field application specialist (fas) about what was described as a discordant abo blood group for one patient using ortho biovue system abo-dd cassette lot add148f in conjunction with their ortho vision max swift biovue analyzer (B)(6). Complainant: dr (B)(6)- position not provided complaint reporter: (B)(6)- qo fas date of event: 09 september 2025 reported on 10 (B)(6) 2025 by dr (B)(6) who reported it on the same day to ortho global technical solution center (gtsc) software version: 5.16.0 reagent(s): ortho biovue system abo-dd cassette lot add148f expiry date 11 march 2026, manufactured 14 june 2025 patient's information: known as a rh+ blood group sample ID: (B)(6) the customer reported that on (B)(6) 2025, they had tested sample ID (B)(6) from this patient for abo/d grouping using ortho biovue system abo-dd cassette lot add148f in conjunction with their ortho vision max swift biovue analyzer (B)(6) and that they had obtained an o rh+ blood group. As this patient was known to be a rh+, the customer had re-tested the same sample for abo/d grouping using the same lot of cassettes and the same analyzer and that they had obtained the expected a rh+ blood group. The customer reported that no biased result was reported to the physician. The customer reported that the patient had not been harmed as a result of the reported event.